Manufacturer narrative:
The distributor confirmed the reported issue; however, after performing a system check-out the device was found to be functioning as expected without further intervention. No report of patient involvement. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - (B)(4). The distributor confirmed the reported issue; however, after performing a system check-out the device was found to be functioning as expected without further intervention.

Event description:
The customer reported a malfunction found during the pre-use checkout which may result in a loss of mechanical ventilation. There was no report of patient involvement.